Event description:
It was reported that stent dislodgement occurred. While prepping a 4.00 mm x 32 mm liberté drug eluting stent, the stent dislodged from its delivery balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a liberte stent with a liberte shelf box, product pouch, carrier tube (hoop), product mandrel and protective tubing. The stent and protective tubing were loose on the product mandrel; as received. Majority of the stent was damaged, with bent struts throughout the length of the stent. Inspection of the remainder of the stent presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the dislodgement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. While prepping a 4.00mm x 32mm liberte drug eluting stent, the stent dislodged from its delivery balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).